Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced cloudy effluent. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent, coincident with peritoneal dialysis therapy. The cause of the event was not reported. Treatment for the event was not reported. It was not reported if dianeal therapy was ongoing. The patient was recovered from the event. No additional information is available.